Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experiencing high blood glucose with blood glucose level was 424 mg/dl. Customer also reported that the insulin pump had no delivery alarm. Customer performed self test and the test was passed. The insulin pump will not be returned for analysis.